Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.